Manufacturer narrative:
While on the phone with dario's representative, the user stated that his normal bg range is 118 mg/dl to 132 mg/dl. Dario's representative instructed the user to test his bg level using the same finger prick and drop of blood, with two different test strips, which he did and received a reading of 183 mg/dl and then 207 mg/dl. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2024, the user contacted dario to report inconsistent and high blood glucose (bg) readings. On february 16th, the user reported that approximately a year an a half ago, he began receiving a difference of 20 mg/dl to 30 mg/dl points in his bg readings with his dario meter when testing on two different fingers. The user reported that one morning he had received a bg reading of 127 mg/dl from his dario meter. Following this reading, the user decided to walk for appoximately a mile and to test his bg level afterwards which was a bg reading of 162 mg/dl. The user reported that due to the above, he went to the hospital where his bg level was tested and read 19 mg/dl lower than the user's dario meter.